Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. The device remained in use supporting the patient and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a variceal hemorrhage on the right lower leg two times at home. The patient's hemoglobin level was 9.4 g/dl. The patient was treated with iron substitution and daily bandage. The patient's anticoagulation at the time of the event was warfarin. The event reportedly resolved by (B)(6) 2017. No additional information was provided.